Event description:
Channel two of the infusion pump was found stopped but still powered on without an alarm state. The pump was reportedly programmed to infuse at approx. 6 ml/hr at the time. It is not known how long the pump was in that condition before it was found. No pt injury resulted.